Event description:
It was reported that after placement of the foley catheter balloon in the emergency room it broke in the 5th floor ward.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Visual inspection observed irregular balloon burst without missing pieces. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. However, no conditions could be associated with the reported event. A potential root cause could be user related. A review of the device labelling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement of the foley catheter balloon in the emergency room it broke in the 5th floor ward.